Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to generator change, noise was seen on the atrial lead. Patient was asymptomatic. Insulation breach was noted. The atrial lead was capped and replaced on (B)(6) 2019. Patient was well prior, during and after the procedure.